Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that pericardial effusion (pe), vessel trauma, cardiac tamponade. The procedure was aborted. A left atrial appendage (laa) closure procedure was being performed. The patient was administered local anesthesia, and intracardiac echocardiogram (ice) imaging was used. Venous access was obtained and transseptal puncture (tsp) was performed under ice imaging using versacross connect laac access solution through a watchman trusteer access system (was). The was used to dilate the septum, the versacross rf wire was advanced and parked in the left atrium (la) or close to the laa. As the ice catheter was attempted to cross into the la after 3-4 attempts, the physician noted a pe located in the right ventricle and a small amount near the laa. Hypotension was noted. The patient was administered general anesthesia, intubated, and a transesophageal echocardiogram (tee) probe was inserted to assess the pe. A pericardiocentesis was performed to aspirate and transfusion at 50ccs every three (3) seconds was performed until the patient could be transferred to the operating room for cardiac surgery. The laa closure procedure was aborted. The patient remains hospitalized. Product is not expected to returned (disposed). No pe was noted prior to the procedure. The patient was not under warfarin at the time. The physician noted the pe occurred between transseptal puncture and the insertion of the ice catheter through the septum, and that the inferior vena cava rupture/tear that occurred was likely caused by versacross device.